Event description:
It was reported that the blade was not holding properly in the saw and was cutting slowly. It was further reported that a piece of the blade broke off at the mount. A new blade was used to complete the procedure successfully, the surgeon further reported that the handpiece seemed to be bogging down after the new blade was used. The case was delayed by 1 minute as a result. There was no patient impact, adverse consequences or surgical delay as a result of this event.

Event description:
It was reported that the blade was not holding properly in the saw and was cutting slowly. It was further reported that a piece of the blade broke off at the mount. A new blade was used to complete the procedure successfully, the surgeon further reported that the handpiece seemed to be bogging down after the new blade was used. The case was delayed by 1 minute as a result. There was no patient impact, adverse consequences or surgical delay as a result of this event.

Manufacturer narrative:
Updated catalog number from unknown to 4125137090. Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Manufacturer narrative:
The blade & handpiece (7208000000 sn (B)(4)) subject to this investigation were returned for evaluation. Through visual inspection of the blade, it was confirmed the the break was on the mount. Which can potentially lead to the blade breaking. Markings evident on the returned blade indicates the blade was misloaded in the handpiece. The handpiece investigation confirmed wear on the blade mount safety pin which can cause blade fit issues. Investigation results indicate that a worn blade mount safety pin is potentially caused from use of non-stryker blades or blades not installed correctly.

Event description:
It was reported that the blade was not holding properly in the saw and was cutting slowly. It was further reported that a piece of the blade broke off at the mount. A new blade was used to complete the procedure successfully, the surgeon further reported that the handpiece seemed to be bogging down after the new blade was used. The case was delayed by 1 minute as a result. There was no patient impact, adverse consequences or surgical delay as a result of this event.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to the manufacturer.